Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the insulin pump was exposed to moisture and stopped working. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.

Manufacturer narrative:
Unit passed displacement and active current measurement tests; it failed sleep current measurement and self tests. No unexpected blank displays were noted during testing. Self test returned a pump error 75. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool does not list any battery related alerts/alarms occurring in high frequency around the event date. The adapt, however, reveals the following pump errors that could potentially trigger a critical pump error: pump error 63 (variable info = 8) occurred 05/30/2022 15:57:01; pump error 2 occurred 05/30/2022 15:57:02. The case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--j6, j4, components at the top of the board, j1: pcba2--j1, lcd flex cable terminal, components on the back side of the board; home motor switch. After inserting a known good pcba2 and a known good pcba1 into the original case, the sleep current measurement fell within specs. After swapping the original pcba2 onto a known good pcba1 and then into the original case, the sleep current measurement read really high, but after inserting a known good pcba2 onto the original pcba1 and then into the original case, the sleep current measurement read high but not as high as in the previous configuration. In summary, the customer¿s report of a blank display was not confirmed and that of fluid inside the case was confirmed during testing. The high sleep current measurement and the pump error 75 are due to moisture damage mostly on pcba2. Pump error 63 (variableinfo = 8) ns pump error 2 are due to hardware errors. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.